Manufacturer narrative:
Additional information :correction: dater of hospitalization was reported as 17 apr 2019 it was reported during follow-up that the patient was hospitalized six days after the event onset and hospitalization was ongoing at the time of the report. On an unreported date, the patient's catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One day after the onset, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection (1mg, route and frequency were not reported) and meropenem injection (1mg, route and frequency were not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.